Manufacturer narrative:
The customer reported complaint was confirmed during the event log review and initial functional testing. The propylene glycol that was noted in the sensor holes were cleaned to remedy the fault. The unit has passed all the final functional testing and is working according to specifications. A review of the event log was performed and multiple error message mid: 09 (air trap assembly), mid 14 (bc crit data), and mid: 16 (software) were noted on (B)(6) 2017 but not on the reported event date of (B)(6) 2017. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system s/n: (B)(4).

Event description:
As reported, during device check for patient use, the thermogard ivtm system (sn: (B)(4)) was displaying, air trap, roller pump, priming button and cooling liquid low level error messages. The unit was also constantly beeping and would power off automatically. The system was properly primed and the power system was properly connected. Another thermgoard was used to initiate the ivtm therapy. No patient consequences were reported.